Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with minor scratches on the display window and a missing end cap sticker.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that she had been working outdoors when this alarm occurred. The blood glucose reading was 142 mg/dl. Nothing further was reported.